Event description:
Reporter stated that a pt's blood glucose was measured on performa system 1, with a result of 18 mg/dl. The pt's blood glucose was immediately retested, on performa system 2, with a result of 38 mg/dl. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in foreign country. This medwatch is for the suspect device used with performa system 1.